Event description:
It was reported that a minimum fill notification occurred after the customer filled the cartridge with an unspecified amount of insulin. Customer reported using cartridge for 5 days. Tandem technical support informed the customer that this is off label per the user guide. Customer¿s blood glucose level was 200 mg/dl. Customer continued to use the pump for insulin therapy until replacement arrived.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively.